Event description:
It was reported that device embolization occurred. A left atrial appendage closure procedure was performed on (B)(6) 2025 with implant of a 20mm watchman flx pro closure device. At the 45-day follow-up, imaging was performed which revealed the closure device had embolized to the descending aorta. The following day, the closure device was percutaneously explanted, and a new 20mm watchman flx pro closure device was implanted. No patient complications were reported.

Event description:
It was reported that device embolization occurred. A left atrial appendage closure procedure was performed on (B)(6) 2025 with implant of a 20mm watchman flx pro closure device. At the 45-day follow-up, imaging was performed which revealed the closure device had embolized to the descending aorta. The following day, the closure device was percutaneously explanted, and a new 20mm watchman flx pro closure device was implanted. No patient complications were reported.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was not returned; therefore, device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60200 batch # 0035931671. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include embolization (additional device required). Risk review: a risk review was completed and confirmed that the event of embolization was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
B2: hospitalization added. B5: additional information added. G2: report source added. H6: additional impact code added. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was not returned; therefore, device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part#: m635wu60200, batch#: 0035931671. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformance's that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include embolization (additional device required). Risk review: a risk review was completed and confirmed that the event of embolization was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that device embolization occurred. A left atrial appendage closure procedure was performed on (B)(6) 2025 with implant of a 20mm watchman flx pro closure device. At the 45-day follow-up, imaging was performed which revealed the closure device had embolized to the descending aorta. The following day, the closure device was percutaneously explanted, and a new 20mm watchman flx pro closure device was implanted. No patient complications were reported. It was further reported via the watcman surpass pro registry that the patient was re-hospitalized as a result of this event.